Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer stated there was a crack on their screen. The customer also stated their screen was completely black. Customer stated they had dropped their insulin pump, causing the damage. The customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd glass. Insulin pump was unable to perform the displacement test due to missing segments. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.